Manufacturer narrative:
Concomitant medical products: patient medications include acetorin, brovana, pulmicort, plavix, lisinopril, cardura, neurontin, hydralazine, norco, atrovent, imdur, lopressor, nitro-stat, and crestor. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Imaging evaluation results: CT images dated (B)(6) 2018 were received by gore from the facility and an imaging evaluation was performed. Centerline reconstruction illustrated what appeared to be 14mm of seal of the 20mm contralateral leg component on the right (ipsilateral) side. The distal 2cm of the contralateral leg component did not appear to have seal along the vessel wall of the right common iliac artery. Axial imaging illustrated a lack of distal wall apposition of the contralateral leg component. Per the gore® excluder® aaa endoprosthesis instructions for use, patients should be counseled as to the possibility of subsequent reinterventions including catheter-based and open surgical conversion.

Event description:
On (B)(6) 2010, the patient was implanted with a gore® excluder® aaa endoprosthesis to treat an abdominal aortic aneurysm. On an unknown date, a follow-up computed tomography (CT) scan reportedly showed aneurysmal disease progression into the right common iliac artery. No endoleak or loss of distal apposition was initially reported. On (B)(6) 2019, a re-intervention procedure was performed whereby the right hypogastric artery was coil-embolized, and an additional excluder® component was implanted to extend the stent graft system distally into the right external iliac artery. The patient tolerated the procedure.